Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was not feeling stimulation and could not increase stimulation. The caller also reported that the patient had a return of leakage symptoms. The patient was fine the first two weeks after implant, but then the patient symptoms were "back to normal." Troubleshooting with the caller determined that therapy was turned off, the patient had increased stimulation to 8.5 on program 1 with the therapy being off. The patient was advised to decrease back to 1.0 where the patient had previously felt stimulation and then turn therapy on. The caller then stated that without pressing the therapy on button the patient felt intermittent stimulation at 7.5, the patient programmer (pp) however showed that stimulation was on. The caller indicated that the patient would monitor symptoms and follow-up with their healthcare provider (hcp) if their symptoms did not resolve. The patient's change in therapy was sudden in that the patient identified a date that the leakage started. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Consumer reported the medication did not help the incontinence and that there was no change. Their physician suggested "intermittent stimulation" with the use of their stimulator. Patient reported they do have more control now and have less times of extreme leakage. The first plan was not affective so the physician changed the plan and it was better but far from what it could be. No further complications anticipated.